Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on april 15, 2024.

Manufacturer narrative:
This report is submitted on february 15, 2024.

Event description:
Per the clinic, the device was explanted on january 15, 2024 due to open circuits noted on multiple electrodes.the patient was reimplanted with another cochlear device during the same surgery.